Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that when using the tomcat shaver blade, during an ankle arthroscopy procedure, the metal particles chipped off the blade. It was further reported, that another shaver blade was used during the procedure because so many metal particles chipped off the first blade.